Event description:
A surgeon in another country reported performing an abdominal procedure with the MFR's device on an unk date. It is reported that the pt coughed postoperatively and upon reoperation, the surgeon alleges that the suture appeared broken.